Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, sdh stapler positioned and fired by the surgeon after removal found that pins are not properly formed on the rectum and anastomosis didn¿t happened. Completed the procedure by suturing the area. There were no patient consequences reported.